Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned in the same pocket to address the issue. Reportedly, the issue was resolved post op.

Event description:
It was reported that the patient¿s ipg us protruding resulting in tenderness at the ipg site. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: b5 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The surgical intervention took place on (B)(6) 2025.